Manufacturer narrative:
So far, no additional information about the event has been forwarded to arjo. Further details will be provided upon completion of the investigation.

Manufacturer narrative:
Arjo requested additional information and documentation from the facility, including the serial number or asset ID of the bed, configuration and alarm settings at the time of the incident, and relevant hospital protocols governing use of the bed and alarm system. The facility has confirmed that they are working on compiling the requested information. At this stage, the root cause cannot be established, and the investigation remains open pending additional information from the facility.

Event description:
Arjo received an allegation concerning an incident that occurred on (B)(6) 2024, in which the patient reportedly sustained injuries following a fall from a hospital bed. It is alleged that the fall occurred due to a failure or defect associated with the bed and/or the bed alarm system. The facility indicated that the bed and alarm were ¿contracted to be maintained by arjo.¿

Manufacturer narrative:
An internal review of rental and asset deployment records for the relevant time period was conducted. Based on available data, arjo was unable to identify the specific bed frame involved in the reported event. None of the beds rented to the facility during that period were associated with the referenced patient, and no service requests or incident reports related to this event were received at the time the event allegedly occurred. Based on the additional information received from the customer, the exact model and serial number of the bed supplied by arjo could not be identified, and no maintenance or service documentation could be located. The facility stated that the varizone function (bed alarm system) had been active and emitted an audible signal at the time of the incident; however, the volume was described as allegedly very low and difficult to hear. The customer reported having no prior awareness of this condition before the alleged event. The bed was subsequently removed from service. According to the instructions for use (IFU 830.213 en rev. 14, oct 2024), the varizone patient movement/exit detection system requires proper setup, including weighing the patient, performing auto compensation, and activating the system via the controls on the split side rails. The IFU instructs caregivers to verify alarm audibility before each use: ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers.¿ a production floor verification of signal sound volume indicated a level of approximately 75¿80 db; however, since the serial number of the bed involved could not be established, no direct comparison could be made. Although the customer alleged that ¿the fall occurred due to a failure or defect associated with the bed and/or the bed alarm system,¿ the available information does not support a causal relationship. The verizone patient movement system cannot initiate, trigger, or contribute to a patient fall. Its function is limited to detecting movement patterns and generating an audible and visual alarm. No evidence has been identified indicating a malfunction of the bed at the time of the event. The arjo beds are equipped with the side rails that can be used in accordance with site-specific policies; however, they do not eliminate the possibility of intentional patient exit. According to IFU, "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." "Caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails)." Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. Based on the currently available information, the root cause of the fall cannot be established. No evidence has been identified indicating a device malfunction, and no information has been provided suggesting that the product failed to meet its design or performance specifications at the time of the event. The complaint was considered reportable due to the allegation of a fall from the arjo bed resulting in patient injury. Arjo will provide an update if additional relevant information becomes available. H3 other text : unknown serial number.

Event description:
It was reported that a patient sustaining injuries as a result of a fall that occurred from a bed located at (B)(6) and the alleged failure of a bed alarm. No more information is available at this time.

Manufacturer narrative:
No UDI information is available, the device serial number is currently unknown. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.